Event description:
On (B)(6) 2010, wife reported infusion device piston rod made an unusual noise and blocked during extension. This was the second time this has occurred and noise was only present when the piston rod was extending. Wife "banged it on her hand," and the piston rod started to extend and the abnormal noise was gone. Correct type of battery was being used in infusion device. Infusion device was not dropped, damaged, or exposed to water or insulin ingress. No error messages were received when the piston rod blocked during extension. Piston rod did not appear to be damaged, cracked, loose, or spinning. Pt switched to backup infusion device. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.